Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's sister reported via phone call that the customer received emergency medical assistance and got hospitalized due to high blood glucose and fluid in their lungs on (B)(6) 2019 with blood glucose of over 600 mg/dl at the time of the incident. The customer had fluid in their lungs due to a heart condition. The customer was given intravenous fluids to treat. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer reported a keypad anomaly on their pump the day of the high incident. Troubleshooting was not completed. The customer later passed away in the hospital after amputation surgery. The insulin pump will not be returned for analysis.